Event description:
The customer reported to physio-control that their device was not functioning properly. The customer clarified they believed the device would no longer power on. No additional information regarding the reported failure was obtained. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that their device was returned to their local distributor once this issue occurred and believes the device was disposed of. The customer did receive a replacement device. No further information regarding the status of the device has been made available to physio-control. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.